Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test and a valve actuation test. A treatment test was performed on the cycler (in as-received condition) with reduced dwell times. There were no failures or problems during the test. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a heart attack while connected to their liberty select cycler and passed away. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient began treatment at approximately 10:00pm on (B)(6) 2024. The patient connects to the treatment on their own; however, their spouse checks on them every few minutes as they have a large home, and the patient is not mobile. The spouse came in to check on the patient for a third time around 10:30pm. The patient was down on the floor and unresponsive. The spouse, who is a doctor, began compressions without success. The spouse stated the previous time they checked on the patient, they were sitting at the edge of the bed dialyzing. The patient had no complaints and they were looking for their spouse to bring them the newspaper. There was no further information related to the death. It is unknown if the patient was pronounced deceased in the home or transported to the hospital. No autopsy was performed. The suspected cause of death was myocardial infarction. The patient¿s health had recently been declining. There were no reported issues with the liberty select cycler during the treatment. No additional information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although no autopsy was performed, the suspected cause of death was myocardial infarction. The patient had a recent decline in health (unspecified). Dialysis patients are at extraordinarily high risk for death. In the united states renal data system (usrds) database, the single, largest, specific cause of death is attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). End stage kidney disease patients have a high mortality rate with cardiovascular disease reported as the leading cause of death among dialysis patients. Nearly a quarter of deaths are listed as being from an unknown cause. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a heart attack while connected to their liberty select cycler and passed away. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient began treatment at approximately 10:00pm on (B)(6) 2024. The patient connects to the treatment on their own; however, their spouse checks on them every few minutes as they have a large home, and the patient is not mobile. The spouse came in to check on the patient for a third time around 10:30pm. The patient was down on the floor and unresponsive. The spouse, who is a doctor, began compressions without success. The spouse stated the previous time they checked on the patient, they were sitting at the edge of the bed dialyzing. The patient had no complaints and they were looking for their spouse to bring them the newspaper. There was no further information related to the death. It is unknown if the patient was pronounced deceased in the home or transported to the hospital. No autopsy was performed. The suspected cause of death was myocardial infarction. The patient¿s health had recently been declining. There were no reported issues with the liberty select cycler during the treatment. No additional information was available.